Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd posiflush¿ sf saline syringe was damaged. The following information was provided by the initial reporter: the distributor reported that the sterile syringe in vad access kit was damaged.

Manufacturer narrative:
H. 6. Investigation summary: to aid in the investigation of this incident, our quality engineer team has received the provided information for a damaged syringe. A device history record review was completed for provided material number 306553 and lot number 1118536. The review detected one possible non-conformance during the production process that may have contributed to the reported incident. Product associated with the identified non-conformance was held for inspection and all affected material was scrapped. At this time, no physical or picture samples have been received and therefore, an exact cause could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 1 bd posiflush¿ sf saline syringe was damaged. The following information was provided by the initial reporter : the distributor reported that the sterile syringe in vad access kit was damaged.